Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has been "getting shocked by the device, sometimes it feels like a heatwave, sometimes it feels electrical." The patient also mentioned that he cannot sleep at night. The device is still in use. No further patient complications have been reported as a result of this event.